Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & log file analysis. During an emergency procedure, x-ray release was no longer possible. The procedure was continued and finished using an alternative system. We have no indications of adverse effects on the health status of patients, users or third parties. The customer service engineer (cse) worked on troubleshooting the system and replaced components, including the x-ray tube, high voltage transformer (hvt), and the inverter boards, and subsequently sent them back for further investigation. Upon testing of the affected x-ray tube, it was confirmed that inductivity measurements for all three foci were well within the specified range, and the oil pump was fully operational. The cold emission and conditioning tests yielded expected results, demonstrating that the tube was working correctly without any issues. Moreover, a thorough inspection of the returned hvt revealed no abnormalities, eliminating it as a potential factor in the system issue. However, inspection and testing of the inverters identified that one inverter was fully functional, while the other showed damage to its insulated-gate bipolar transistor (igbt) module. The igbt module had optically popped up, likely due to a brief surge of high short-circuit current passing through it. There is no evidence of direct arcing on the examined module of the inverter board. The investigation indicated that this high short-circuit current may have originated from another assembly, potentially due to arcing within the x-ray tube. This occurrence is likely to have contributed to the expansion of the igbt module. Since no failures were identified in the exchanged components, an exact root cause to the origin of the high short-circuit current could not be determined retrospectively. After hardware replacement, there were no further issues as described in the complaint description and the system works as intended. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis q ceiling. During an emergency procedure, the user reports that no x-ray was possible. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.